Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm and up arrow button issue harder to pressed. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that insulin pump had crack on the screen and motor louder during the rewind and locked up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify e/a alarm, rewind anomaly and motor error alarm due to buttons not responding. Motor passed motor test. Device received with cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).